Event description:
Additional information received reported that both of the patient¿s leads were replaced on (B)(6) 2020 and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a175, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead product ID 977a175, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead h6: please note that method code 4117 has been replaced with method code 4115 at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: please note that although the issue occurred with only one of the patient¿s two leads, the specific lead serial number could not be identified at this time. Concomitant medical products: product ID: 977a175, serial#: (B)(4), implanted: (B)(6)2019, product type: lead; product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot#: (B)(4), ubd: 22-mar-2022, UDI#: (B)(4); product ID: 977a175, serial/lot#: (B)(4), ubd: 06-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that since system implant, an ¿abnormality of impedance occurred in several electrodes of one lead and finally abnormality of impedance was observed in all the eight electrodes.¿ additional information received stated the impedance abnormality was that the impedances were high, at ¿40000 ohms or greater.¿ as a possibility of connection abnormality between the ins and lead was considered, the lead and ins were reconnected during a revision procedure at the implant site on (B)(6) 2020. Both ins-lead reconnection and reconnection after changing the insertion place of the lead were attempted, but the issue was not improved. It was ¿considered that the possibility of lead fracture was high.¿ the patient was noted to have fallen once around (B)(6) 2019 and that this may have led or contributed to the issue. A lead replacement surgery was scheduled for (B)(6) 2020 in order to address the issue. The spinal canal stenosis patient was alive with no injury at the time of report. There were no further complications reported or anticipated.